Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is filed, june 7, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. On (B)(6) 2016 the device was explanted; during the same procedure, the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, june 7, 2016.